Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lindgren, a., ahmed, s. U., bodani, v., barazarte, h. A., agid, r., kee, t. P., nicholson, p., hendriks, e. J., krings, t.; journal of neurointerventional surgery; 2023; 14(5), 456-462; transarterial embolization of dural arteriovenous fistulas: conventional, pressure cooker, and microballoon catheter embolization techniques; doi.org/10.1227/ons.0000000000001066 literature was reviewed regarding: transarterial embolization of dural arteriovenous fistulas: conventional, pressure cooker, and microballoon catheter embolization techniques. The time frame of this study was: between january 2017 and december 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx embolization and apollo microcatheter. A death occurred in the study population. There was one death related to a postprocedural ischemic complication, which occurred after conventional transarterial embolization (tae). Among patient adverse events included: retreatment was requiredin 19% (n = 9) after conventional tae, 7% (n = 1) after pressure cooker tae postprocedure intracerebral hematoma (n = 1) cerebral venous ischemia (n = 2) cerebral arterial ischemia (n = 4) arterial dissection (n = 1) scalp ischemia (n = 1) contrast-induced encephalopathy (n = 1) groin hematoma (n = 2) femoral artery occlusion (n = 1) arterial branch occlusion because of premature catheter tip detachment and migration (n = 1) no further information was provided pertaining to medtronic products.